Manufacturer narrative:
The reported event could be confirmed, as the surgeon provided the operative notes regarding the exploratory surgery on 24 august 2023. Overall, the surgeon performed an explanatory surgery, and confirmed the event was related to the patient¿s condition. No adverse effects or malfunctions were reported, so the event was unrelated to the stryker tmj devices.

Event description:
It was reported that there will be a revision surgery to remove and replace the implant due to patient condition.

Event description:
It was reported that there will be a revision surgery to remove and replace the implant due to patient condition.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.